Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: there were "pump not primed" warnings observed in the black box force readings do not reach zero. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Black box shows time and date resetting to default following a power on reset the rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No loss of primes occurred during testing. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened and no damage was found to the force sensor circuit. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that she is continued to have loss of prime issues. This has been ongoing for the past two to three months. The patient stated that she has had a few episode of blood glucose (bg) elevations. This morning she was at 523 mg/dl after bolusing at breakfast, and pump had been alarming loss of prime shortly after bolus. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.